Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Investigation results will be sent in the medwatch report - follow-up #1.

Event description:
"When did the failure occur: during use. Reason for complaint: I am a paediatric surgeon in edinburgh and yesterday encountered an issue with a b braun product. This patient had a portacath inserted elsewhere, which I have kept in case you require it. On attempted removal, having been in place for 2 years, it was entirely adherent in the chest such that he now has a retained fragment in the thorax. I will source the operation note however the port itself said on the back 'CT' presumably 'CT compatible, b braun and ref 36989095. Inserted 2.5 years ago in (B)(6) hospital. It seemed narrow so presumably 2-3 fr. I expect the smallest b braun port available maybe even for PICC style use but I do not see it in the catalogue anymore, and the reference number I can find nowhere. Incident occurred yesterday (B)(6) 2026. The procedure was removal of port, and then re-insertion of a new one, but the problem was encountered on removing the old. The patient has not come to harm but it had potential to if the fragment was mobile."

Event description:
"When did the failure occur: during use reason for complaint: I am a paediatric surgeon in edinburgh and yesterday encountered an issue with a b braun product. This patient had a portacath inserted elsewhere, which I have kept in case you require it. On attempted removal, having been in place for 2 years, it was entirely adherent in the chest such that he now has a retained fragment in the thorax. I will source the operation note however the port itself said on the back 'CT' presumably 'CT compatible, b braun and ref: (B)(4). Inserted 2.5 years ago in dundee nine wells hospital. It seemed narrow so presumably 2-3 fr. I expect the smallest b braun port available maybe even for PICC style use but I do not see it in the catalogue anymore, and the reference number I can find nowhere. Incident occurred yesterday (B)(6) 2026. The procedure was removal of port, and then re-insertion of a new one, but the problem was encountered on removing the old. The patient has not come to harm but it had potential to if the fragment was mobile."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under # (B)(4). The complaint concerns 1 unit of celsite babyport set pur 4,5f IV reference (B)(4) from batch 36989095. Device history record batch record file number (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on this batch released in 02/2022. Summary of investigation the explanted device was returned for investigation. - visual inspection: the received catheter and connection ring are not connected to the access port housing. Several puncture marks are visible on the septum of the access port housing. Only the transparent part of the connection ring was received, the anti kinking part is missing. The received catheter segment measures 10 cm and is surrounded by fibrin. Connection marks with the exit cannula of the port are observed on one extremity. The other extremity is irregular and has a rough appearance, indicating that the material was torn at this location, leading to a complete fracture. So, we can hypothesis that the catheter was ruptured and began to be encapsulated into the vessel of the patient at 10 cm after its connection with the access port housing. - dimensional measures: the internal and external diameters of the catheter were measured: all are within the defined specifications. - manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. - raw material historical review: the raw material used for the catheters batch included in the device kit was verified. The incoming quality controls were within the defined specifications, and no abnormality was detected. No other similar complaints were reported on devices produced with the same raw material. - complaints database review: the complaint database was verified: no increasing trend for this type of incident has been highlighted. Root cause the difficulties encountered by the surgeon during the removal procedure is due to the adhesion/encapsulation of the catheter into the vessel wall. This is a known complication of the access port implantation, especially on children when the catheter was implanted during several years (more than two years in this situation) and when the distal catheter extremity becomes placed high in the superior vena cava due to the patient grows. This favors complications like, catheter movements, fibrin formation and encapsulation/integration in the vessel wall. The IFU specifies several recommendations to avoid this type of complication. Conclusion: no manufacturing defect has been detected on the returned device. The difficulties encountered by the surgeon during the explantation procedure result from the adhesion/encapsulation of the catheter into the vessel wall. It is a known complication of access ports implantation that is not imputable to a dysfunction or a defect of the device. The IFU warns the physician about this risk. This is a rare incident. No corrective action is envisaged.